Event description:
It was reported that the patient's lead had high impedances and was fractured. Surgical intervention was undertaken, and the lead was explanted and replaced.

Manufacturer narrative:
B3: event date is estimated. During processing of this incident, attempts were made to obtain complete device and event information. Further information was requested but not received.

Manufacturer narrative:
Conclusion: the report event of high impedance was confirmed. As received, visual inspection showed the returned lead damage on tubing at distal electrode and a broken wire. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.